Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that cubies located in drawer 4.1 of the main unit were exhibiting a read, write, invalid cubie alert on the es server. A technical support specialist has verified that the technician has successfully resolved the issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system cubies located in drawer 4.1 of the main unit were exhibiting a read, write, invalid cubie alert on the es server. This issue necessitated re-plugging, resulting in the ejection of the cubies, which were subsequently reloaded into the machine. A customer has reported that there was a delay in the dispensing of medication due to a noted malfunction. There were no adverse events or injuries reported based on this event.